Event description:
It was reported that during perfusion, low arterial flow was noted with message code 390 (low hepatic artery flow). Inferior vena cava (ivc) and portal flows were noted to be low, resulting in no calculable arterial flow. Pressures were within normal limits. No kinks and/or occlusions were noted in the circuit. It was suggested that an external probe be used to confirm arterial flow and for the surgeons to assess the liver. The liver was transplanted.

Manufacturer narrative:
Device was serviced at the customer site. During servicing the reported issue was unable to be replicated. The device was inspected and not anomalies were found. Functional and offset tests also demonstrated no outstanding observations. Device presented within specification. The device passed all applicable testing.

Event description:
It was reported that during perfusion, low arterial flow was noted with message code 390 (low hepatic artery flow). Inferior vena cava (ivc) and portal flows were noted to be low, resulting in no calculable arterial flow. Pressures were within normal limits. No kinks and/or occlusions were noted in the circuit. It was suggested that an external probe be used to confirm arterial flow and for the surgeons to assess the liver. The liver was transplanted.

Manufacturer narrative:
Device data was provided and reviewed. Review of the data found that message code 390 (low hepatic artery flow) appeared for 15% of the perfusion. During this time the arterial flow was either not calculable or less than 0.32 liters per minute. The low flows were confirmed by the device user via an external doppler. This indicates that the device was accurately displaying the flow values and responding appropriately.